Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for gastrointestinal bleeding after losing consciousness. The patient reported no previous falls or hitting of the head. In the emergency room the patient was found to be slightly hypertensive with a hemoglobin of 5.6 g/dl. The patient's international normalized ratio (inr) on admission was 2.1. The patient reported having dark stools for one month prior to admission on (B)(6) 2019 but did not notify the center. On (B)(6) 2020 the patient had a push enteroscopy and was treated with argon plasma coagulation (apc) for an active bleed dieulafoy lesion in the proximal jejunum. The patient was off acetylsalicylic acid (asa) prior to admission and octreotide was also stopped. The patient received five units of packed red blood cells (prbcs) during admission. The patient would continue to be monitored as an outpatient with an inr goal of 1.8-2.5. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support and no further issues have been reported. The hm3 IFU lists bleeding and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.